Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead dislodged during a second procedure to place a pulmonary artery catheter. It was also reported that during this procedure the patient experienced asystole before pacing could be restarted using epicardial pacing leads. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.